Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedure on (B)(6) 2012. According to the complainant, the "delivery system broke as the stent was being deployed." The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the ambiguity of how the delivery system broke, the most conservative interpretation will be assumed and this event will be considered reportable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedure on (B)(6) 2012. According to the complainant, the "delivery system broke as the stent was being deployed." The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the ambiguity of how the delivery system broke, the most conservative interpretation will be assumed and this event will be considered reportable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The reported event of delivery system catheter broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and was returned. The outer sheath was retracted from the distal tip by 194 mm. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 125 mm distal to the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was kinked at approximately 90 mm distal to the distal end of the proximal handle. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.